Event description:
Additional information was received from the patient. The patient called back to report that when last they¿d spoken to someone at the manufacturer company about finding a new hcp to replace their device, they received an email but could not open it. Patient services sent the patient listings again. The patient reported that they had been noticing leaks for a long time, (months,) and they noticed that starting a few weeks ago it hadn¿t been working. Patient services noted the patient may have also said their programmer wasn¿t working for a long time, however it was noted it was very difficult to follow what the patient was saying as the patient had been speaking fast and in a confusing way. The patient reported they knew it was ¿dead,¿ and they needed a replacement and that it was ¿just sitting there.¿ the patient was redirected to a health care professional (hcp) to further address the issue. It was noted that the patient¿s previous hcp no longer did device replacement. ***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event. ***

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said they are going to the bathroom more. Patient said they are drinking a lot of fluids. Patient is wearing a mini pad because they leak when they cough or sneeze. Patient increased stim to 6 something on all 4 programs and patient wasn't able to feel anything. Patient said they haven't have any falls, trauma or change in activity. The patient was redirected to their healthcare provider to further address the issue.